Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge display remained static at 100% for two days, despite the pump being in use. The customer's blood glucose levels were not impacted.